Manufacturer narrative:
The insulin pump passed displacement test. The device had an alarm motor error during basic occlusion test and was unable to prime during prime test due to faulty force resistor sensor. Motor passed motor test. Unit received with scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 174 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.